Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a maverick 2 balloon catheter. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall 6mm distal of the proximal markerband was revealed. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. Following predilation with a 2.5x15mm unspecified balloon catheter, a 2.50mm x 15mm maverick²¿ balloon catheter was selected for use and advanced to dilate the lesion. Upon the first inflation, the balloon ruptured at 12 atmospheres. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. Following predilation with a 2.5x15mm unspecified balloon catheter, a 2.50mm x 15mm maverick²¿ balloon catheter was selected for use and advanced to dilate the lesion. Upon the first inflation, the balloon ruptured at 12 atmospheres. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.